Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was provided by the facility for evaluation. The returned sample was visually evaluated, and it determined that tube was not bonded to the distal y-site causing it to come apart. Based on the evaluation the reported defect is confirmed. Incidents of this nature are attributed to operator oversight during the manual solvent application process. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. An approved project is in place to further address issues with disconnection at the bonded joint.

Event description:
As reported by the user facility: brief inquiry description: pump set leak at distal y-site. Detailed inquiry description: my nurses were administering a vesicant chemotherapy through a syringe. During the push, the primary line started to leak at the port lowest to the patient. This did result in a chemotherapy spill and the chemotherapy did leak on the patient. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.